Manufacturer narrative:
On 30 jul 2020 mallinckrodt was notified by the FDA that the supplemental report for this submission was received; however, no record of the initial report was recorded in the system. Therefore, this initial final report will be submitted per the FDA request. The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot d353 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot d353 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The customer returned photographs for evaluation. The complaint kit was not returned. The supplied photographs verify the drive tube leak as blood is seen on the exterior of the drive tube. The exact location of the leak could not be determined based on the photographs provided. A device history record review of kit lot d353 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and would return the next day for a new ecp treatment with a new kit. The customer returned photographs for investigation.